Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. Cracks are observed on the haptic and optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, after the intraocular lens was implanted there was an unexplained capsule rupture in the upper temporal region. The implant went vertical and the surgeon had to remove it. The physician reported that there was no zonal fragility, initially or after the surgery. Additional information is requested.

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the right eye is the involved eye. The intraocular lens insertion into the bag was normal. However, the surgeon reports, that the capsule bag was perfect, before the implant injection. And a tear was noted, just after the implant set up. During rinsing, the viscoelastic the iol toggled and exited the capsular bag, because of the rupture, a vitrectomy was performed. A new iol was implanted in the sulcus. And the patient is being monitored post operatively.